Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are experiencing, "difficulties breathing ," with poor exercise tolerance, tiredness, weakness and stating that, "I can't go on like this," and that their implantable pulse generator (ipg) may be, "wearing out," where, "they might need to change it." The ipg remains in use. No further patient complications have been reported as a result of this event.